Manufacturer narrative:
The changes are the following: b.5. Describe event or problem: it was reported that torn packaging was found during use with a spinal needle 27ga 3-1/2in. The following information was provided by the initial reporter, "difficulty opening the package of spinal needle, it tore, losing its sterility.". D.1. Medical device brand name: spinal needle 27ga 3-1/2in.

Event description:
It was reported that torn packaging was found during use with a spinal needle 27ga 3-1/2in. The following information was provided by the initial reporter, "difficulty opening the package of spinal needle, it tore, losing its sterility.".

Event description:
It was reported that torn packaging was found during use with a syringe 3ml ll 200 s/c. The following information was provided by the initial reporter, "difficulty opening the package of spinal needle, it tore, losing its sterility."

Manufacturer narrative:
H.6. Investigation summary bd received two 27 gauge spinal needles from lot 8345609 for investigation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that the packaging was torn. Upon further inspection, the engineer was able to identify a proper sealing mark on the film indicating that an acceptable seal was made during production ensuring the units were sterile until the tear in packaging occurred. Based off the visual inspection the engineer was able to confirm the reported issue. However, a definitive root cause could not be identified as the package displayed a proper seal and no records of packaging issues were found during review of this lot. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that torn packaging was found during use with a syringe 3ml ll 200 s/c. The following information was provided by the initial reporter, "difficulty opening the package of spinal needle, it tore, losing its sterility."